Event description:
The customer installed dimension xl/rxl/arx software revision 5.2 and lost previously designated small sample container (ssc) segment assignments. As a result, the probe imt probe crashed into the ssc, causing damaged to the probe. No results were reported and there were no adverse patient consequences.